Event description:
It was reported that during a gastric bypass procedure, the device fired an incomplete staple line. The procedure was converted to open and a like device was used to complete the case. The pt has had no additional consequences.